Manufacturer narrative:
Device evaluation summary: the reported issue that the instrument was not maintaining power when unplugged from the ac outlet was verified during service. Service technician found sc mpu ups open battery detected hard error: the unit displayed this error message after the power-on self-test (post). Service technician found that the problem lies with the batteries (quantity x2), which are defective and require immediate replacement. The issue will be resolved by replacing the batteries . Preventative maintenance will be performed per specifications. Medtronic received additional information that the batteries were replaced to fix the original issue. During the performance preventative maintenance (pm), a new error code appeared: e7 ac-ad voltage hard error, which indicates that the controller board is defective. This damage had not been identified in the initial inspection because the battery error code did not allow progress in the pm without prior replacement of the depleted batteries. The service technician has identified that there is damage to the controller board and will evaluate the extent of the damage and determine the need for replacement of the assy system controller module. The issue was resolved by replacing the assy system controller module. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported the unit was not maintaining power when unplugged from the ac outlet. The problem was confirmed over the weekend. The instrument was plugged into charge for 7 hours with the power on. Then it was plugged in for a whole weekend with the power off and the instrument still would not show any charge bar in the battery indicator. It would lose power when unplugged. The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the instrument was on standby when the customer discovered the problem. There was no patient involved and a hand crank was not required to maintain flow to patient. The battery was installed in november 2022. Update do additional codes: imf (annex f) health impact updated to f27. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received information that during use, this bio-console 560 instrument was not maintaining power when unplugged from the ac outlet. The problem was confirmed over the weekend. The instrument was plugged in to charge for 7 hours with the power on. Then it was plugged in for a whole weekend with the power off and the instrument still would not show any charge bar in the battery indicator. It would lose power when unplugged. The use of the instrument was unknown. There was no adverse patient effect reported with this event. Medtronic received additional information that the instrument was on standby when the customer discovered the problem. There was no patient involved and a hand crank was not required to maintain flow to patient. The battery was installed in november 2022. Device evaluation summary: the reported issue that the instrument was not maintaining power when unplugged from the ac outlet was verified during service. Service technician found sc mpu ups open battery detected hard error: the unit displayed this error message after the power-on self-test (post). Service technician found that the problem lies with the batteries (quantity x2), which are defective and require immediate replacement. The issue will be resolved by replacing the battery x 2. Preventative maintenance will be performed per specifications. Update to h6: fdm/annex b, fdr/annex c and fdc/annex d codes updated. Update to additional codes: annex g component code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this bio-console 560 instrument was not maintaining power when unplugged from the ac outlet.the problem was confirmed over the weekend. The instrument was plugged in to charge for 7 hours with the power on. And then it was plugged in for a whole weekend with the power off.the instrument still would not show any charge bar in the battery indicator. It would lose power when unplugged.the use of the instrument was unknown. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.